Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 , that the alert repeat every 5 minutes even though 120 minutes is set. No additional patient or event information is available. "Data has been received but not yet evaluated. A follow up report will be submitted upon completion."

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable. Please disregard initial reporting under MFR# 3004753838-2018-151428.